Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump displayed the whole display as red and experienced error code 46701. There were no patient involvement and patient harm reported. The high-priority error occurred in unknown status. However, if the issue reoccurs during infusion, it will interrupt therapy and potentially impact the patient.